Manufacturer narrative:
For one event, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for this event include the following: the assay was re-calibrated and controls were tested. Controls recovered within range. For one event, the investigation determined the issue was solved by maintenance performed by the service engineer.

Manufacturer narrative:
Serial numbers continued: (B)(4). For 5 events, the investigation could not identify a product problem. The cause of the event could not be determined. For 2 events, the investigation determined the service action resolved the issue. For 2 events, the investigation is ongoing. The follow up actions for 1 event was that the procell and cleancell reagents were replaced, 5 air purges and 10 preparation cycles were performed. The field service engineer (fse) performed a photo-multiplier tube (pmt) adjustment and verified all pipetting and mixing functions. The fse also replaced the measuring cell, performed another pmt high voltage adjustment and an instrument check. The printed circuit board was also replaced. Instrument performance test results were acceptable. The follow up actions for 1 event was that service determined the sample/reagent probe adjustments were slightly off. Service adjusted the sample/reagent probe and performed photomultiplier high voltage adjustment. Instrument performance testing was acceptable. Calibration and qc were within range. The follow up actions for 1 event was that the field service representative changed the belt on the beadmixer. The follow up actions for 1 event was that instrument performance testing was completed. The customer changed the tubing for liquid waste, changed tubings and the measuring cell and cleaned the internal and external water reservoir. The bead mixer was replaced and the rinsing station and rinsing well were cleaned. There were no follow up actions for 5 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>9</noe> malfunction events. Questionable non-reproducible results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 14 patients with the following: 5 questionable results for elecsys hcg test system, 2 questionable results for elecsys hcg + beta test system, 2 questionable results for elecsys probnp ii immunoassay, 2 questionable results for elecsys estradiol iii assay, 1 questionable result for elecsys ft3, 2 questionable results for elecsys vitamin b12 ii. The patients' ages ranged from 26 years to 34 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 8 females and 1 male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.